Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a prolonged hospitalization for altered mental status and potential seizures. The patient subsequently had pulseless electrical activity (pea) arrest and required intubation. The patient was unable to be extubated and the family ended up withdrawing care. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for mlp-041495 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events, including other neurological events (not stroke-related) and death, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.